Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient using the ilet system experienced an urgent low blood glucose while undergoing dialysis, became unresponsive at the dialysis center, and was transported by ems to the emergency department; the patient had been trained and initiated on ilet and was wearing a g7 cgm, and the healthcare provider subsequently requested pump discontinuation and return with alternative therapy discussed. Symptoms included nausea and loss of consciousness. Outcomes included emergency medical services transport and emergency department care with same-day discharge. Investigation included complaint intake review and assessment of user and therapy context. Investigation of this case revealed a hypoglycemic adverse event in a patient on dialysis, with no backup therapy used and no ketone testing reported, and no device alarms or functional malfunctions reported beyond cgm low alerts; the ilet is not labeled for use in a hospitalization setting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.